Event description:
The customer contact reported the device did not deliver. Line a of the device was programmed to deliver normal saline, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 1000ml. Line b was programmed in the piggyback mode, to deliver one unit of blood, at a rate of 200ml/hr, with a vtbi of 350ml, and delivery was started. It was reported that after 1/2 hour, the nurse noted that the device was not delivering. It was reported that approximately "an hour's worth of blood" was remaining to be delivered. The device was removed from service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).